Manufacturer narrative:
Fowler switch jammed.

Event description:
It was reported by service report that the fowler is stuck in the down position and won't move while the hi/lo motor is stuck up position. No pt involvement or adverse consequences are reported.